Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that high capture thresholds was noted. A microdislogment was suspected. The lead was explanted and replaced.